Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter would not thread over the guide wire. Another recanalization catheter was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the sample was returned clean. The tip was examined under microscopic magnification and the outer catheter was partially separated from the distal metal tip. No anomalies were noted along the length of the catheter. Functional/performance evaluation:the patency of the guidewire lumen was tested with an in-house guidewire. The guidewire was loaded through the hub and able to advance to the distal end of the catheter, but not exit the catheter. The guidewire was loaded through the distal tip and was not able to exit out the hub of the catheter. The outer catheter was removed near the distal tip and it was observed that the guidewire lumen was twisted around the core wire. Due to the material twisting, the guidewire could not be loaded through the tip of the device. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for material separation, as the outer catheter was partially pulled away from the distal tip. The investigation is confirmed for material twisting as the guidewire lumen was observed to be twisted at the distal tip, resulting in the reported guidewire issues. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues during the attachment of the catheter to the transducer contributed to the twisted catheter and outer catheter separation from the distal tip. Labeling review: the current IFU (instructions for use) states: warnings and precautions:- prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. - attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter.- for the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10ml syringe with heparinized saline. Interventional use: - load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. - warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing.